Event description:
Customer reported a loud pop and no image on monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased thehight voltage connectors. System operates as intended.